Event description:
Information received from the field notes that during a routine follow-up, the device could not be interrogated. The patient had no symptoms, but his heart rate was in the 40's. There was no pacing response with magnet application. Three attempts to perform a software download were unsuccessful. Therefore, the device was replaced.